Manufacturer narrative:
Arjo received a customer complaint on enterprise 5000x bed. The arjo rental team leader attended the customer and noticed that the radius arms of the sub-frame dislodged from the enterprise 5000x bed's base frame. The radius arm slide mouldings slid out of the rails under the bed due to the bed stabilizer arms damage. This caused the bed to collapse. No patient involvement was indicated and no injury was reported. No details regarding the event circumstances were disclosed by the customer. Nevertheless, based on the review of post-market surveillance data and information received (including photo evidence), it seems that the main factor can be related to an excessive force applied to the bed which led to deformation of the frame and detachment of radius arm sliding blocks from their guides. Following the instruction for use (IFU) provided for enterprise 5000x, the bed should be operated free of obstructions to avoid possible damage to the bed frame: ¿warning: when the bed is operated, make sure that obstacles such as feet, oxygen bottles, bedside furniture or any other objects do not restrict its movement.¿ this complaint was initially reported due to allegation that the radius arms of the sub-frame dislodged from the bed's base frame (slide mouldings slid out of the rails under the bed). The device was not used for a patient treatment when the failure occurred. The recreation of claimed malfunction showed that the slide mouldings detachment can lead to the slight movement of the bed's platform together with a patient. No hazardous situation such as a patient falling from the bed was observed. No backrest collapse was noticed during testing. The review of post-market surveillance data revealed that there have been no reports of death or serious injury being a result of this type of malfunction. Based on the above findings and the negligible likelihood of the occurrence of an adverse event, this type of malfunction does not meet the criteria for reporting and will not be reported in the future. However, arjo will continue monitoring the complaints and report any events in which death and/or serious injury occurred that arjo device contributed to.

Manufacturer narrative:
Additional tests regarding the malfunction reported were conducted. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
According to the arjo representative, all corrections have been made and full functionality of the bed has been restored. The investigation is ongoing. The follow-up will be provided within next report.

Manufacturer narrative:
It was decided to perform additional tests regarding the malfunction reported. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Event description:
Arjo has received a customer complaint on the enterprise 5000x bed. The arjo rental team leader attended the customer and noticed that the radius arms of the sub-frame dislodged from the enterprise 5000x bed's base frame. The radius arm slide mouldings slid out of the rails under the bed due to bed stabilizer arms damage. This resulted in the collapse of the bed. No patient involvement was indicated and no injury was reported.